Event description:
Caller reported blood glucose results of 317 mg/dl on inform system 1, 428 mg/dl and 151 mg/dl on inform system 2 within 10 minutes. No adverse event was reported. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with a1 identifier (B)(6) is for inform system 1, medwatch with a1 identifier (B)(6) is for inform system 2.